Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour meter was tested with the in-house contour test strips from lot # 1cj3b01c using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's age and weight were not provided.

Event description:
An advocate called to report that the customer's blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.